Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when attempting to request a bolus based on a carbohydrate entry, the customer was unable to enter the second digit of the carbohydrates value. Tandem technical support verified that the bolus requests was being entered in units instead of carbohydrates. Tandem technical support assisted the customer on changing the desired settings as the customer was advised by the health care provider (hcp) to request a bolus based on carbohydrate calculations. Blood glucose level was 149 mg/dl.